Manufacturer narrative:
Device evaluation - product evaluation found the lens returned dry in a small vial. Visual inspection found haptic piece missing and clear residue on lens. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting and significant reduction of ica. The problem was resolved. As of the date of MDR submission, the lens not yet been returned for evaluation.

Manufacturer narrative:
Device evaluation - product evaluation found the lens returned dry in a small vial. Visual inspection found haptic piece missing and clear residue on lens. Claim# (B)(4).